Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the cable for display to video receiver board its need to be replaced. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the display on the cs100 intra-aortic balloon pump (iabp) was flickering continuously. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine check the display on the cs100 intra-aortic balloon pump (iabp) was flickering continuously. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6); event site address: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced display controller pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.